Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided for a detailed case evaluation (e.g., patient preoperative condition; intraocular lens (iol) implanted in combination with the device; intraoperative complications; patient postoperative conditions or events that may have an effect on vision). There is no mention of system failure. Possible root cause is that choroidal effusion and/or anterior chamber shallowing are established risks associated with use of the device which can result in refractive change. These risks are clearly presented in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient three months following micro-stent implant surgery who is myopic. Additional information was requested.